Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 2 for (B)(4). It was reported that during an unspecified surgical procedure it was observed that two saw blade devices were very worn, with little edge, which caused the handpiece to strive to cut, causing it to heat up. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was not returned for evaluation. However, the failure the saw blade device was very worn, with little edge was confirmed, based on the photo provided only. The photo received was reviewed and compared to a good unit. It was found that the device failed visual inspection as it shows that the sawblade had clear signs of use and wear. At this stage of the investigation the root cause for the found defect is most probably normal wear over time. The reported condition that the device was heating up was not confirmed.